Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. A device history record investigation, for the lot reported, shows that the device was assembled and inspected according to our specifications. It is necessary to have the device involved in this complaint to perform a proper investigation to determinate the root cause and the corresponding corrective actions. However, current production of part number 1613 (batch # 74g1700822) was reviewed and no issues were found than can lead to the condition reported. Customer complaint cannot be confirmed based only on the information provided. If the device sample becomes available at a later date this report will be updated.

Event description:
Customer complaint alleges "cracks in ventilator circuits found when self-test fails on ventilator." Alleged issue reported as detected during pre-testing, prior to patient use. It was reported there was no patient involvement.